Event description:
Prior to bringing the device to the hospital for an implant procedure, it was noted the device was unable to be interrogated using inductive and radio frequency (rf) telemetry. The device was not used.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter-defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.